Event description:
The facility representative reported to baxter (B)(4) one colleague infusion pump with channel c damage. The reported condition occurred during patient use in the ICU. The therapy was stopped 1 minute. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B)(4). The guide wire was not returned for analysis which may have aided in evaluating the fracture surfaces and determining the type of separation that may have occurred. However, typically a separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the lesion site or between associated devices. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A conclusive cause for the reported tip separation could not be determined. However, there is no indication to suggest a product quality deficiency. Manufacturing inspects 100% of the guide wires, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, a tip pull test is performed on each wire to ensure the tip is properly attached.

Event description:
Subsequent to the initial medwatch, additional information was received through a user facility medwatch stating, "patient was scheduled for a three lead repositioning procedure as all three leads had become displaced from implantation the week before. A balance middle weight (bmw) guidewire was chosen to insert into the coronary sinus. The lead was removed over the wire. A 9f safe sheath was then attempted to be inserted over the wire. The wire broke off inside the coronary sinus. Removal was attempted with biopsy forceps. It was decided the safest approach would be for the interventional radiologist to remove the wire from below (the femoral vein). A sheath was placed in the femoral vein and attempted to snare the wire which was successful. Lead placement was accomplished, device implanted and the suture was closed. There was no patient injury."

Manufacturer narrative:
(B)(4). (B)(4). Corrected: occurrence date additional: patient medical history, gender, age, user facility medwatch. User facility mandatory medwatch received - report number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the balance middle weight (bmw) wire broke off in the pt during the procedure. The tip was retrieved from the pt with a snare device. Another bmw was used without further incident. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was retained by the customer. The lot number was provided. A follow up report will be submitted with all relevant info.

Manufacturer narrative:
(B)(4).